Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned due to infection analyzed and subsequently tested out of specification. The primary finding there was no output found at functional testing as the result of fractured bond wires on the ventricular ring feedthrough pad. Preliminary analysis revealed the device was returned programmed odo. Functional testing revealed ventricular bipolar output anomalies. Bench testing confirmed a no ventricular bipolar output condition. The titanium shield was opened and a microscopic visual revealed fractured bond wires on the ventricular ring feedthrough pad. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the device was removed due to infection. The device had eroded through the skin. The device was analyzed and subsequently tested out of specification. No further patient complications were reported as a result of this event.